Manufacturer narrative:
The insulin pump passed the displacement test and the self test. The insulin pump communicated properly with the glucose sensor simulator. The insulin pump was calibrated properly and the calibrations were properly recorded in the calibration history. No history anomaly was noted during testing. The insulin pump functioned properly. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a continuous issue with getting meter blood glucose alarms. Troubleshooting was performed and customer was advised that the minilink transmitter is functioning correctly. Customer stated that he inserted a sensor yesterday and it was working until the 1st calibration and after initialization, it wouldn't accept it. Customer is now getting an inverted radio frequency signal. Customer was advised to perform connect old sensor. Customer also stated that the screen went blank and the radio frequency icon was still inverted. Customer stated that he was unable to upload to carelink. Troubleshooting was offered for the pump, but customer declined. Customer will continue to use the pump until he gets the replacement pump. No additional information provided.